Manufacturer narrative:
Refers to the main device, the other relevant component includes: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. The event date is approximate. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 10 mg/ml; 1.7 mg/day via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The patient weight and medical history was asked but unknown. The date of the event was (B)(6) 2017. It was reported the patient was not getting the same quality of pain relief that they had been getting for years. There was a catheter problem. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if diagnostics/troubleshooting was performed. A catheter and pump replacement was performed on (B)(6) 2017. The issue was resolved and patient status was alive - no injury. The patient reported that he was not getting the same quality of relief over the last 2-3 months. He was subsequently scheduled for surgery. The catheter problem is still unknown and the device was explanted. No further complications were reported. The pump and catheter were returned to the manufacturer 05/23/2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.